Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using pod packing coils (pod pcs). During the procedure, a pod pc would not advance within its introducer sheath; therefore, it was removed. It was reported that the physician made two attempts to push the pod pc out of its introducer sheath but experienced resistance. The procedure was completed using another pod pc. There was no report of an adverse effect to the patient.